Manufacturer narrative:
Updated: b5, d9, h2, h3, h6, h11. This report is being supplemented to provide additional information based on the approved final investigation. The customer¿s complaint allegation was confirmed. In addition, the investigation found that the distal end (c-body) is detached at the bending section of the device. Based on the results of the investigation, the most probable cause of this complaint is traced to expected or random component failure without any design or manufacturing issue. Olympus will continue to monitor field performance for this device.

Event description:
No new information has been provided by the customer.

Event description:
It was reported that the ultrasonic bronchofibervideoscope exhibited that there was a hole in the working channel causing the biopsy needle to not come out of the end. The issue was found during a diagnostic endobronchial ultrasound (ebus) procedure, while the device was inside the patient. There was no report of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.